Event description:
Support bracket for ceiling track broke but track remained secured to the ceiling. No consequence to patient. Subsequently the metal's hook on the reacher broke during lifting of the patient and the motor fell to the floor. Patient experienced pain in area of tailbone but was not immediately treated or examined. Possible contusion on left elbow.